Event description:
It was reported that the patient was enrolled in a (B)(4) study which is described as "a randomized trial of routine aspiration thrombectomy with pci versus pci alone in patients with stemi undergoing primary pci¿ sponsored by (B)(4) through its (B)(4). A resolute integrity (rx) drug eluting stent was implanted during the procedure. Six (6) days later, the patient was transferred to the intensive care unit for heart failure aggravation and breathing problems. It was reported that the patient took a conservative treatment, but became mental drowsy and a ventilator was applied by intubation. The patient's bp had fallen into 40/20mmhg and gone up to 130/60mmhg. The patient¿s family decided to dnr and a ventricular septal rupture was detected by echocardiogram. The patient did not recover from cardiogenic shock and expired 16 days post implant of stent. The investigator indicated that the event was unlikely related to the device.

Manufacturer narrative:
Evaluation results: (no results available since no evaluation performed). (Investigation inconclusive as no product returned or device lot details or cine images). Inherent risk of procedure (death). (No device received for evaluation). Evaluation conclusion: known inherent risk of a procedure (death). (The patient was predisposed to the event). (B)(4).